Event description:
A falsely elevated troponin I result of 30.00 ng/ml was obtained on a patient sample. The result was reported to the physician. The laboratory repeated the test on an alternate methodology and a result of 0.00 ng/ml was obtained. No information was provided regarding patient treatment. Unable to determine adverse health effects due to the falsely elevated troponin result. The falsely elevated troponin I result was most likely caused by a pre-analystical handling issue.